Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow up MDR will be sent.

Event description:
The nurse reported to a baxter sales specialist that a patient had an issue with the transfer set. The nurse stated the patient noticed a leak around the thread. An exchange of the transfer set was necessary. The nurse stated the issue was related to loss of tightness. The transfer set had been in use since (B)(6) 2009. The sample is not available for evaluation. There was no patient injury reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Additional information: an engineering quality review was completed for this report of a leak. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, a root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer stated falsely decreased white blood cells and hemoglobin (hgb) results were generated on the cell-dyn sapphire analyzer for a (B)(6) child. The initial sample generated a wbc results of 2.6 (k/ul) and hgb of 8.13 g/dl without flagging. The sample was repeated and generated a flagged wbc result of 10.6 k/ul and hgb result of 12.3 g/dl. A new sample was obtained from the same patient the following day and generated a wbc result of 10.6 k/ul and a hgb result of 12.4 g/dl. No impact to patient management was reported. Abbott field service engineer (fse) inspected the instrument and replaced the aspiration bottom sensor in order to resolve the issue.